Event description:
This report was prepared pursuant to the requirements of the smda, is inadmissable as evidence and is not an admission of liability. Pt had open reduction internal fixation of left ulna on 8/18/98 with 6 hole semi tubular plate insertion. On 9/9/98 while pt was lifting her daughter out of a crib, the child fell against her left arm. Pt felt "snap" and experienced pain. X-ray revealed plate had fractured at third screw hole from the top. Pt required open reduction internal fixation of with left iliac crest bone graft and removal of fractured hardware on 9/11/98. Some further comminution of the fracture has occurred.